Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v042810, implanted: (B)(6) 2007, product type: lead. Product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
The patient reported a loss of therapy. She was having accidents and not feeling stimulation sensation. Therapy was on. There were no medical procedures, emi, trauma, or falls that could be related to this issue. The patient had already tried increasing amplitude all the way to 6.5 and was still not feeling anything, so she decreased it back down to 2.4. She was currently on program 1. The patient was advised changing programs, but she was not able to change programs. The patient programmer (pp) was working normally; however, the patient did not appear to have access to change to a new program. It was confirmed that there was no end of service (eos) message and she did not see a low implantable neurostimulator (ins) battery icon on the pp. The change in symptoms and therapy was considered sudden. This occurred in (B)(6) 2015. It was noted that the patient's relevant medical history includes urinary dysfunction/sacral nerve stim. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.